Manufacturer narrative:
(B)(4). This lot was manufactured between june 6, 2014 and june 7, 2014. Investigation summary: baxter received one unit with cut off tubing for evaluation. The tubing was returned cut at the junction of the distal luer and therefore the tubing could not be reconnected in order to perform a functional flow test. Microscopic inspection of the flow restrictor revealed evidence of crystallized drug blocking the fluid path at the distal end of the glass capillary. The cause of the reported condition was due to crystallized drug. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver its contents. This occurred after the device was filled with 8000 mg of flucloxacillin (baxter-compounded solution) and connected to the patient for an infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.